Event description:
Baxter reports that a minicap falls off from the transfer set. The cap fell off between pt treatments. Although the pt did receive prophylactic antibiotics (type unk), there was no pt injury or further medical intervention required.